Event description:
It was reported that a clearlink system solution set leaked from luer connector. The device contained albumin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g1: additional information was added to h3, h4, h6, and h11: h11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.